Event description:
It was reported that sterile, single use product was opened from its packaging, placed in instruments set and sent to customer in instruments sets.

Manufacturer narrative:
Method: risk assessment; labeling review; additional document review results: one light cable was confirmed to have been removed from it's sterile packaging and placed in an instrument tray by a stryker canada. Manufacturing records could not be reviewed due to no lot number being provided. The device was not used in surgery and all related product was returned and disposed of. Conclusion: the root cause is that bom (bill of materials) was set up incorrectly which included sterile product to go on instruments set.

Event description:
It was reported that sterile, single use product was opened from its packaging, placed in instruments set and sent to customer in instrument sets.